Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20061. Further follow up identified the leads were explanted and replaced with different model.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20061 further follow up identified the issue resolved with the surgical intervention and the patient had effective stimulation postoperatively .

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20061. It was reported the patient never established effective therapy through her scs system. Reprogramming was tried multiple times to no avail. CT scan is requested and surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.